Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with a length of 15 mm, a vessel diameter of 3.0 mm. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter fractured while being advanced inside the patient, and the operation could not be continued. After the catheter was replaced, it crossed smoothly. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with a length of 15 mm, a vessel diameter of 3.0 mm. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter fractured while being advanced inside the patient, and the operation could not be continued. After the catheter was replaced, it crossed smoothly. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: (B)(6).